Event description:
It was reported the display screen was cracked. There was also speaker sound static. The programmer was returned for servicing. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis confirmed the customer comments regarding the screen being cracked and there being speaker static. It was also noted that the rear display cover was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comments regarding the screen being cracked and there being speaker static. It was also noted that the rear display cover was broken.

Event description:
Asku.